Event description:
During follow up, it was noted that there was right ventricular (rv) oversensing and increased capture threshold on the rv lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations revealed no indication of any anomalies. All damages found on the lead were consistent with those occurring at time of explant. Electrical tests were performed and the results indicated normal device characteristics.